Manufacturer narrative:
The phosphate reagent lot number was 82370701, with an expiration date of 31-dec-2025. The field service engineer checked the gear pump pressure and wash station. The customer moved the test to a second rotor on the analyzer. All carryover evasion wash programming was checked and was within specifications. The reagent probe and gear pump head were replaced. The investigation is ongoing.

Event description:
The initial reporter stated they received questionably high results for approximately 30 patient samples tested with phosphate (inorganic) ver.2 on a cobas 8000 c 702 module. The customer provided examples of data for two patient samples with discrepant phosphate results. A doctor questioned the initial values, so the samples were repeated on a second analyzer. The first sample initially resulted in a phosphate value of 7.00 mg/dl and it repeated on a second analyzer as 5.13 mg/dl. The second sample initially resulted in a phosphate value of 7.9 mg/dl and it repeated on a second analyzer as 5.95 mg/dl.

Manufacturer narrative:
A reagent issue can be excluded. The investigation determined the service actions resolved the issue.